Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white particles, curved opening. A leak test was perform and were found more than three openings. A microscopic analysis identified: more than three curved striated openings on anterior, radius and valve seat assessed as surgical damage, partial delamination of diapherm flange disk assessed as adhesive failure and nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Delamination of diapherm flange disk assessed as adhesive failure reason for reoperation is deflation and capsular contracture baker grade unknown.

Event description:
Healthcare professional additionally reported a "hyperechoic nodule."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade unknown. Device has been explanted.